Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two perclose proglide devices referenced are filed under a separate manufacturing report number.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using proglide devices. Reportedly, three proglides would not load over a cordis emerald j guide wire. Hemostasis was achieved with an angio-seal on the same guide wire. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.